Manufacturer narrative:
1)the customer has not indicated that she had a pcr confirmation of her covid diagnosis. Her basis for concluding that the tests provided false negative results were her symptoms and one positive result on the test. 2)based on the information provided, there is one invalid, two negative, and one positive result. All no pcr follow up. No further information provided. 3)due to the symptoms described and the one positive result, we suspect that the two negative results were false negatives. No lot number provided,unable to effectively verify and confirm customer feedback

Event description:
Event details(z317434): we ordered this test through amazon and received them the following day. We took 4 different tests and got 4 different results. How does that even happen?? Only one test gave an actual answer. We ended up having to go out and buy some more from the pharmacy, even though we felt horrible and didn't need to be going anywhere. We followed the directions word for word, so idk if these were defective or what the deal was, but they did not work and were a complete waste of money.